Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display on the external pulse generator (epg) was not working, even after the battery was changed. There was no patient involvement.